Event description:
A user facility reports that during intraocular lens (iol) surgery, the lens caused a tear in the capsular bag. Additional information has been requested.

Event description:
Additional info has been provided by the reporting surgeon. The intraocular lens (iol) appeared to catch and drag the posterior capsule while turning the iol. Vitreus then presented itself. The incision was enlarged to facilitate removal of the iol and placement of a second lens. The apt has done well post-operatively.